Event description:
Patient allegedly received an implant via the right femoral vein due to deep vein thrombosis. A percutaneous retrieval was attempted because the filter was no longer needed, but it was not successful. Patient is alleging that the hook is embedded and the filter is unable to be retrieved. The patient further alleges limitations with prolonged standing and gardening. Per retrieval report (unsuccessful): "...the ivc venogram was performed which showed patent ivc. No thrombus in the ivc filter." "It seemed like that the hook may have fibrosis. Despite the snare reaching the ivc filter level, we were not able to grab the hook itself. In the process of it, the secondary arm was grabbed, and it got pulled back. Secondary arm was extending above the filter level and has developed kink in that single arm since multiple attempts were tried and unsuccessful, it was decided to terminate the procedure."

Manufacturer narrative:
Correction: initial MDR 3005580113-2019-00033 was sent as serious injury. Further information received confirmed the event as a malfunction report. Follow up 1 3005580113-2019-00033 is being sent as a correction.

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2017. Patient alleges to have been injured without further explanation.